Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and yellow particles. A leak test was performed which found opening on the radius side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on the radius side due to surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.